Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) ac adaptor would not provide power. The ac adaptor was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller ac adapter (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that (B)(4) passed visual inspection and functional testing. As a result, the reported event could not be confirmed. Based on the investigation conducted, a possible root cause of the inability of the controller ac adapter to provide power may be attributed to a marginal connection between the controller ac adapter and the controller and/or a marginal connection between the controller ac adapter and the electrical outlet. If information is provided in the future, a supplemental report will be issued.